Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition or user error could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone17.3 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been admitted to the emergency room with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl. The patient was not wearing the omnipod 5, or any insulet device, at the time of the event. The patient had run out of omnipod devices, with no backup method for insulin. The patient reported "experienced every symptom associated with high blood glucose levels". The patient was administered insulin in the emergency room and released after 3 hours.